Event description:
Reference number (B)(4). Event occurred in australia. It was reported that, the patient faced insulin flow block alarm event on 01-jul-2024. The blockage was located at the tubing which was resolved by replacing infusion set and resuming insulin. No further information available.